Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence alleged failure: tip broke. Probable root cause: design: drill too dull or dulls quickly, inefficient flute design, requires excessive force to advance. Drill not in alignment with guide. Drill allowed to extend too far out of guide. Process: drill manufactured out of specification. Drill guide manufactured out of specification. Application: excessive axial force on drill. Run drill in reverse. Reuse/resterilization of single-use device, or use of a single drill on multiple defects. Guide is translated and/or rotated during drilling; drill not in alignment with guide. User does not use snap cap, drills too deep. Drill is started/stopped while in bone (technique guide instructs to run continuously during drilling). The device manufacturer date is not known at this time. (B)(4).

Event description:
It was reported while using the microfx odc universal drill bit, it snapped at the junction with the drill handpiece. The drill bit was removed and procedure was successfully completed.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported while using the microfx odc universal drill bit, it snapped at the junction with the drill handpiece. The drill bit was removed and procedure was successfully completed.